Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. The patient reset the receiver and the devices reestablished connection. At the time of contact, no injury or medical intervention was reported.